Manufacturer narrative:
(B)(4). Medical product: unknown femoral component: catalog#ni, lot#ni. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total left knee arthroplasty. Approximately 20 years post implantation, the patient was revised due to instability and poly wear. The articular surface was exchanged without complication. Attempts have been made and no further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10 visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by third party states that overall fit, alignment, and bone quality appears normal. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
No further event information at time of this report.